Event description:
On the initial report received by aso on (B)(6) 2023, the consumer states that the bandages give her rash and blisters. The consumer returned customer information request (cir) on (B)(6) 2023 reporting that she required medical attention. She went to urgent care.

Manufacturer narrative:
As of (B)(6) 2023 retained samples of the same lot as the reported were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.

Manufacturer narrative:
As of 08/02/2023 retained samples of the same lot as the reported were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. As of 09/12/2023 aso received the unused product from the consumer. Returned product samples were submitted to the lab with no defects noted.

Event description:
On the initial report received by aso on 07/05/2023, the consumer states that the bandages give her rash and blisters. The consumer returned customer information request (cir) on 07/24/2023 reporting that she required medical attention. She went to urgent care.